Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module made a clicking noise before it began to alarm with a red battery light illuminated; this occurred a few hours after the backup battery was replaced. The battery was reportedly not replaced while the power module was plugged into ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming and producing a clicking noise was confirmed. The power module (serial number: (B)(6)) was returned to the service depot and was tested on (B)(6) 2023. Upon connection to ac power the power module began to audibly alarm, and the power indicator light was orange. The cause of the issue was isolated to the power supply printed circuit board (pcb). A po was requested for repair which was denied. The customer requested that the power module be scrapped. The power supply pcb was forwarded to the product performance engineering (ppe) lab for further analysis. The pcb was inserted into a test power module, connected to ac power, and the reported event was reproduced. The power on indicator illuminated orange and a very low clicking noise was heard. Circuit analysis revealed that transformer (t1) had become electrically compromised, preventing output voltage from the power supply pcb to be the expected 14v. The root cause for the reported event was determined to be due to an electrically compromised transformer; however, the root cause of the damage to the component was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.